Manufacturer narrative:
Initial reporter phone #: unknown. Results: photos were returned from the customer in support of this complaint. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5201028. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 16 x 100 mm x 8.5 ml bd vacutainer® sst ii plus plastic serum tube had a broken cap. There was no report of medical intervention or serious injury.